Event description:
It was reported by the physician that during an implant procedure the stylet went through the tip of the lead while in the patient but when removed from the patient it could not be reproduced or visualized. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.